Manufacturer narrative:
(B)(4). This device has two 510 (k) #'s: k061876 & k050739. Upon completion of the investigation a follow up report will be filed.

Event description:
Programmer sometimes the valve programs then says programming failed and try again, however it is setting the valve but sometimes it fails. Patient has to go for x ray to confirm.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product was tested and it was reported that programmation failed and that it was a crack on transmitter head. The issue reported by the customer was confirmed. The product was forwarded to our supplier (B)(4): the investigation on the supplier detected that transmitter has cracks and that front panel display has several scratches. Top cover, transmitter switch, dome plug and front panel has been replaced. A DHR review was performed for the vpv programmer 82-3192 s/n: (B)(4) (lot# cndc10), and the lot met specifications when released on april 10th, 2012. The root cause of the problem was due to a bad handling. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.